Event description:
It was reported that the patient presented to the clinic for a follow up with arrythmia. Interrogation of the pulse generator noted that the pulse generator was in backup vvi mode. Programming changes were made, and the pulse generator was restored to normal. The patient was in stable condition.